Event description:
This item fits all the parts but it failed the leak test.

Manufacturer narrative:
It was reported that this item fits all the parts but it failed the leak test. The anesthesia team reported the situation after they had stopped the gas and detached the canister. Everyone is doing fine. No adverse affects happened. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.